Event description:
It was reported that the insulin pump alarmed no delivery twice, once the day prior to the call, and once on the day of the call. The blood glucose reading was 110 mg/dl. The customer's mother declined troubleshooting assistance for the issue, stating she would monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.